Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting t-wave oversensing. No changes or intervention was reported. The patient was in stable condition.